Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom(s) are known risk associated with procedures and are noted as such in the device instructions for use. Device history record (DHR) review: review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the spp instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace a spectra penile prosthesis(spp) with a tactra due to erosion of the cylinder at the distal end and the right side of the cylinder protruding more than the left. A patient outcome of fully recovered was reported.